Manufacturer narrative:
(B) (4).

Event description:
Same case as MFR report # 2134265-2009-03243. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis of a 4.0x16mm liberte bare metal stent in the non-calcified, moderately tortuous mid right coronary artery (rca). A maverick xl 6.0 /15/150 balloon catheter was advanced and successfully inflated twice. On the 3rd inflation, the balloon ruptured; however, no balloon material detached inside the pt. The procedure was considered to be complete with this device. There were no pt complications reported with the pt's current condition listed as "fine."